Event description:
It was reported that shaft break occurred and the procedure was cancelled. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for treatment but could not pass through the placed stent. However, during the procedure, it was noticed that the catheter was broken. The procedure was not completed. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.